Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that the long bipolar grasper instrument had a burnt clamp on the sheath. There was no report of patient involvement or patient injury.